Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained vt with capacitor charging was observed. The patient failed to report for follow-up. No further information is available.